Manufacturer narrative:
(B)(4) this report is for the second in a series of 4 consecutive product issues experienced on the same patient. The other occurrences have been reported under MDR#s 3006425876-2015-00367, 3006425876-2015-00369, 3006425876-2015-00370. A fifth product was used without issue to successfully complete the procedure. Additional information: this catalog number is not sold in the us. However, the reported issue is with the introducer needle. The needle component is included in kit configurations that are sold in the us under various 510(k) s.

Event description:
It was reported that during insertion in the theatre, the hub of the introducer needle cracked causing air to be aspirated. Another kit was opened and used. A delay was reported. However, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed because no sample was returned for analysis. A device history record review was performed with no relevant findings. The probable cause could not be determined. However, further investigation has been initiated for this issue with the spec developer.